Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was unable to confirm the reported event of heat. As the failure was not confirmed, and no components were identified which would cause or contribute to the reported failure, the device was serviced for preventive maintenance and returned to the user facility.